Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 400 mg/dl. Customer went to hospital around 7:00 pm, got into emergency room at around 9:00 pm and around 3:00 am this morning was put in intensive care unit. The customer was treated with insulin drip and blood glucose was 152 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.